Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions (friable leaflets). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, an anterior prolapse, friable leaflets, and a mean pressure gradient of 1mmhg. One ntw clip was inserted and successfully implanted. To further reduce mr, a second ntw clip was inserted and deployed on the mitral valve. It was noted the gradient increased to 5mmhg. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a third nt clip was inserted, and grasping was performed. However, after the leaflet were grasped, the gradient increased to 7mmhg. Therefore, the physician decided to remove the clip, and the procedure was discontinued. It was noted the gradient returned to baseline of 4mmhg after the clip was removed. Mr reduced to a grade of 2. There was no clinically significant delay in the procedure.